Event description:
Affiliate reported that the patient got burned during a cochlear implantation for left ear. The patient had already had a cochlear implant for right ear. Bipolar forceps (codman, unspecified) connected with the complaint product was used for incising tissue. The surgeon just placed two electrodes on the cochlear implant (competitors products) on forehead, and one on the back of right ear during procedure. After completing the procedure, two black marks like burn injury were noted in the place where one of the electrodes was placed in forehead and the back of right ear. The surgeon thought that the current output from the bipolar forceps flew to the electrodes of the cochlear implant, which would cause burn injury. They already confirmed that the bipolar forceps had no problem with itself.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4). A follow-up is being generated to reclassify the medwatch to serious injury.

Event description:
The patient got burn during cochlear implantation for left ear. The patient had already had a cochlear implant for right ear. Bipolar forceps (codman, unspecified) connected with the complaint product was used for incising tissue. The surgeon just placed two electrodes of the cochlear implant(competitor's products) on forehead, and one on the back of right ear during procedure. After completing the procedure, two black marks like burn injury were noted in the place where one of the electrodes were placed in forehead and the back of right ear. The surgeon thought that the current output from the bipolar forceps flew to the electrodes of the cochlear implant, which would cause burn injury. They already confirmed that the bipolar forceps had no problem with itself, and requested the manufacturer to investigate if the complaint device would have any anomalies. Please see the surgeon's requests below. Please provide the data about how much output value is possible to use for the patient with cochlear implant without harm to patient. Is there any possibility if current output from the bipolar forceps would flow to the electrode of cochlear implant? We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4). A follow-up is being generated to reclassify the medwatch to serious injury.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.